Event description:
Customer's mother reported that the customer experienced high blood glucose. It was stated that on (B)(6) 2015 blood glucose was at 280 mg/dl and for the next 6 days he was in the 300 mg/dl range. Customer was taken to the emergency room on (B)(6) 2015. They were treating with the insulin pump and manual injections. Customer experienced abdominal pain, vomiting and ketones. Blood glucose value at the time of the hospital visit was 167 mg/dl; current reading is 77 mg/dl. Customer was released until the tests showed no ketones. During troubleshoot; it was stated the drive support cap is recessed. Mother declined to check for site/set issues and basal rate settings. Time, date and bolus wizard are set up correctly. Insulin pump passed the high pressure test. The insulin pump is working as designed. It was advised to change the entire infusion set and reservoir.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.